Manufacturer narrative:
The complaint device was received at mitek and was evaluated visually. The device itself appears in very new like condition; does not appear to have seen much use, however, as the complaint narrative states, the device is missing its distal tip; the tip has broken away at the weld area. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot discern a root or underlying cause for the device's failure. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, the distal tip of a sheath inserter broke off into the bone tunnel. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. The complaint device was discarded at the user facility.